Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system failed to power on. Upon troubleshooting, rse confirmed that ups was sounding an alarm; unable to power up and 480 volts was being supplied to the ups. Field service engineer went onsite and revealed that ups controller was not working properly. To resolve this issue, fse bypassed the ups to enabled power activation. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the ups was down, system won't power up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.